Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error code. No patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 26jun2017 to the present date 18jan2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 13-1064-1232. No patient involvement.